Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with a feeding pump. The customer states that "the pump malfunctioned during feeding causing the pt to become violently ill." Customer states that 'the pump was set at a rate of 40ml per hour, and it changed to a rate of 400ml per hour without anyone interacting with the pump. The pt projectile vomited for a few mins and was taken to the hospital. At the hospital, they had to suction close to 1000cc's of formula from the pt's stomach. The pt never returned to the reporting facility. She was switched to another extended care facility.